Manufacturer narrative:
Citation: voudris v, et al. Repeated transcatheter aortic valve implantation for the treatment of a degenerated transcatheter aortic valve implantation valve (valve-in-valve technique): a case report. Eur heart j case rep. 2020 dec; 4(6): 1-6. Doi: 10.1093/ehjcr/ytaa256. Published online 2020 oct 23. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a female patient who underwent implant of a 26 mm medtronic corevalve transcatheter valve (unique device identifier number not provided) for severe aortic stenosis at 70 years of age. Following corevalve implant, a permanent pacemaker was implanted for complete heart block. Eight years later, at 78 years of age, the patient was admitted to the authors outpatient clinic due to worsening dyspnea and easy fatigue. Echocardiography revealed severe aortic stenosis with mean/max transaortic gradient of 40/61 mmhg. Consequently, a 26 mm medtronic evolut r (unique device identifier number not provided) was advanced over a medtronic confida guidewire and implanted valve-in-valve inside the degenerated corevalve. Procedural hemodynamic and echocardiographic measurements did not detect any significant regurgitation following valve-in-valve implant but did show a high transvalvular gradient remained, so a post-dilation was performed with a z-med balloon. At discharge, echocardiography showed no significant paravalvular regurgitation. One-month follow-up echocardiography exhibited proper valve-in-valve function and a mean transvalvular gradient of 2.6 mmhg. No additional adverse patient effects or product performance issues were reported.